Manufacturer narrative:
Product event summary: analysis confirmed that the stylus didn't work at all. It was noted the cable of the stylus was not damaged. Analysis also confirmed that the left keyboard hinge was cracked. Analysis found the display cover had some cracks in the plastic and errors were found in the programmer software updates. It was also noted the program head was working correctly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer does not recognize the stylus pencil. It was also reported the keyboard was broken. It was noted it has been too difficult (and impossible) to extract the head. The programmer was returned for service. There was no patient involvement.